Event description:
A 22 mm diameter x 3.75cm length aneurx aortic extension cuff with xpedient delivery system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology is unknown. It was reported that the patient's anatomy was severly tortuous. It was reported that a sheath was not used during the procedure. It was reported that an aneurx aortic extension cuff was inserted into the patient and the delivery system kinked. The device failed to advance and was removed from the patient. It was reported that another aneurx aortic extension cuff with xpedient delivery system was inserted simultaneously, but the delivery system kinked and was removed from the patient. The patient was treated with a 16 mm diameter x 5.5 mm stent graft. No sequelae were reported and the patient is reported to be fine. The device has been received and analysis of the device is pending.